Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 22 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 23 malfunction events, where it was reported the devices experienced accessible ac current. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced cord reel cannot be retracted; stuck extended, which is not reportable. Section h codes have been updated.

Event description:
This report now summarizes 22 malfunction events, instead of 23.